Event description:
On (B)(6) 2012, the distributor contacted animas alleging a load step malfunction had occurred. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated loss of cartridge detection had occurred, which was duplicated during investigation. The force sensor was found to be out of calibration. Investigation revealed a shifted pcb component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).